Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that teh device in question had been processed 80 times, should still be in working order. Post use inspection found missing optical glass component on a reusable blade. Device will not return to the manufacturer. Usage cycles are well within recommended manufacturer range. No negative impact in state of health reported.